Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue, serious injury - unspecified, was not determined. The reported issue that there was the pump issue, serious injury - unspecified, could not be confirmed; since the device was not returned for evaluation and no other evidences were provided. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(4) medical device incidents database regarding issues involving cellulitis, erythema, hospitalization or prolonged hospitalization, unexpected medical intervention, skin disorders, reaction to medicinal component of device, insufficient information, device not returned, no findings available, cause not established.